Event description:
The customer's sister reported that the customer was treated by paramedics, due to hypoglycemia. The customer's sister stated that the customer was sleeping and the insulin pump read "25 units" at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.